Event description:
During attempts to place the coil through the catheter, the coil became lodged. The decision was made to attempt to retract the coil and replace. The coil mechanically detached and remained within the catheter. The manufacturer, type or model of coil used in this case was not reported. The catheter was withdrawn from the patient with the implant with no adverse effect to the patient.